Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed has a arctic sun device that was not filling, there was no suction on the left port, giving part number and price for new circulation pump.

Event description:
It was reported that the biomed had an arctic sun device that was not filling, there was no suction on the left port, giving part number and price for new circulation pump. Per support/biomed tech via phone on 17april2023, it was reported that the device has been sent to service depot and they have been issued a loaner device. Per sample evaluation results received on 10may2023, it was reported that the root cause of the reported issue was due to the pressure transducer not seated properly. It was stated that the initial test showed low or marginal flow .

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to the pressure transducer not seated properly. During testing, it was confirmed that the device would not fill and there was no suction on the left port. Pressure transducer not properly seated, producing false reading, not giving command for circulation pump to operate. Removed pressure transducer, cleaned pressure transducer port, replaced o-ring with new o-ring. Re-installed and properly seat pressure transducer. Initial test shows low / marginal flow. Cleaned condenser coil. Replaced circulation pump. Replaced flow meter preventatively. The pressure transducer o-ring was replaced in decon. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.